Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 7.3 cm abdominal aortic aneurysm approximately 2 months ago. Vessel morphology was reported as severe aortic neck angulation of 60 degrees. It was reported that the stent graft has migrated resulting in a type I endoleak. The CT shows the proximal end of the stent graft is 30 mm from the lowest renal. The physician placed talent aortic cuff and elected to place an aneurx aortic cuff (MFR 2953200-2010-00302) was well for reinforcement. An arteriogram showed a small endoleak. The physician used a reliant balloon to model the aortic cuff; however, the endoleak persisted. The physician elected to place a talent aortic cuff proximal to the aneurx cuff however, there was still a slight type I endoleak at the endo of the case. The physician stated that the endoleak resolved without further intervention. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - (B) (4): evaluation results: (severe aortic neck angulation of 60 degrees), (migration, endoleak).